Event description:
Health professional called and reported an "alleged" port leak. The pt was "not feeling restriction" from their lap-band device so a "calibration was performed." Results "indicated less saline than was injected during a fill performed the week prior." The port was replaced and given to the pt. It is not being returned to allergan for analysis.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. The product associated with this report has not been returned. Based upon the serial number and implant date provided by the rptr the connector type is assumed to be a taper ii. The rptr of the event was asked to return the product for analysis. Visual examination could confirm or determine another connector type associated with this report. Per the surgeon's office, the device remains in the pt's possession. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."